Event description:
The field engineer reported that the system shut down without command. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. All circuit boards were cleaned and reseated. The system was then found to be operating as intended.